Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements, resulting in high out of range measurements greater than 125 ohms. Technical services (ts) discussed the upper limit for a single coil lead. No adverse patient effects were reported. This device remains in service. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements. Commanded shocks were performed, but high out-of-range shock impedance measurements greater than 125 ohms persisted. It was noted that there were no delivered shocks. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements, resulting in high out of range measurements greater than 125 ohms. Technical services (ts) discussed the upper limit for a single coil lead. No adverse patient effects were reported. This device remains in service.